Event description:
It was reported that the patient experienced penile curvature with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing lgx ipp device was removed and a new cx ipp was implanted to straighten the curvature. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the penile curvature was possibly caused by the device. There was no malfunction associated with the explanted ipp. The patient did not experience any additional adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.